Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient believed that her pump "had not been working." Her doctor told her it's her catheter . It was indeed sheered. They replaced the catheter, and also at the same time replaced the pump because it was at least (B)(6) so the doctor decided to do both. Five cc of saline was infused into it and set at minimum rate. Additional information has been requested, but was not available as of the date of this report.